Manufacturer narrative:
The customer¿s experience with an infusion of gentamicin alerting for neoi was confirmed in the pcu event log and the returned bd 10ml syringe was observed with less than 1ml of fluid and the syringe plunger at the 2.6ml graduate mark; however it was not determined how the air is introduced in the syringe or what occurred with the remaining volume of medication. It is possible the air was introduced in pharmacy during preparation of the patients order. It is also possible that the syringe was under filled. The review of the pcu event log confirmed an infusion of gentamicin was programmed to infuse at a rate of 15.6ml/hr vtbi 7.8ml (duration 30 min) on 30dec2018 at 3:02 pm. The logs recorded the bd 10ml syringe was selected with a volume of 9.4824ml. The log show after 25min of infusing the program reaches neoi with 1.3ml remaining to be infused. The infusion is paused and never restarted. The user then channels off the device. Infusion testing performed on the source syringe module with used syringe and administrations set found no irregularities. Asm testing performed on the syringe module found the pump operating in specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
The customer reported that the gentamicin was primed into a filtered tubing set with no air seen in the tubing set or syringe. The device was programmed to deliver gentamicin 2mg/ml (15.6mg = 7.8ml) with a vtbi of 7.8ml to infuse over 30 minutes as ordered. The infusion was initiated in nicu and infusing via the infant's left foot peripheral IV site. At an unknown time after the initiation of the infusion, the infant was receiving care, when the pump alarmed near end of infusion (neoi). Upon assessment, it was found that there was 0.2cc of the medication remaining in the syringe, as well as, 2.8ml of air noted in the syringe. The infusion was immediately stopped and the charge nurse and fellow md were made aware. There was no report of patient harm.